Manufacturer narrative:
The product was returned for investigation and an investigation has been initiated. The reference and lot number of the device were provided. Should additional information become available and an investigation result be available, an amended medical study device report will be submitted.

Manufacturer narrative:
No trend identified. The product combination used is approved by zimmer. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. According to the lot number of the implant, the maximum time in vivo is 14 years and 9 months (177 months) and the minimum time in vivo is 9 years and 7 months (115 months). According to the received information, the implants were revised due to infection. The appearances of the retrieved implants are inconspicuous. Based on the available information, it is not possible to determine if the infection is associated with the revised implants. In addition, the appearance of the articulation surfaces does not point to abnormal wear behavior, e. G. Rim loading. For the metasul pairing the total, linear wear and yearly wear rate as derived from wear measurement can be considered as low. Small isolated areas of surface changes were found on the taper of the metasul head. Further analysis in order to identify the type of the surface changes was not possible, because patient consent to perform destructive testing was not available. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed.

Event description:
It was reported that the patient was implanted an unknown metasul head (exact catalogue number unknown) on an unknown date. It was reported that the product was explanted on (B)(6) 2015 due to infection.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, an amended medical device report will be submitted. (B)(4).